Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that two days post-implant, during a system evaluation, this right ventricular (rv) lead failed to capture as intended; the lead was confirmed dislodged. The physician was able to successfully reposition the rv lead and to date the product remains implanted and in service. No adverse patient effects were reported and the field representative reported that likely this was due to the patient not following post-implant instructions to minimize movement.